Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted laparoscopic radical prostatectomy (B)(6) 2024, and ¿while using as-ifs1, an electronic circuit error message appeared and as-ifs1 was suddenly stopped. The surgeon restarted it and used it again, but the same error was displayed again and it stopped working, so the surgeon had to use another pneumoperitoneum instead the as-ifs1.¿. The procedure was completed with an alternate device. Further assessment found the device "probably shut down spontaneously", and there was a sudden loss of pneumoperitoneum. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review found no abnormalities that would contribute to this reported event. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 80 reports, regarding 80 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that, when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted laparoscopic radical prostatectomy on (B)(6) 2024, and ¿while using as-ifs1, an electronic circuit error message appeared and as-ifs1 was suddenly stopped. The surgeon restarted it and used it again, but the same error was displayed again and it stopped working, so the surgeon had to use another pneumoperitoneum instead the as-ifs1.¿ the procedure was completed with an alternate device. Further assessment found the device "probably shut down spontaneously", and there was a sudden loss of pneumoperitoneum. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.